Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, the implantable cardioverter-defibrillator exhibited non sustained right ventricular oversensing. The oversensing was unable to correct because there was no stored electrogram (egms) and the other egms had higher priority. The patient was stable and will continue to be monitored.